Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the upper buttocks on (B)(6) 2017. The patient's mother stated that on (B)(6) 2017, the patient began to feel unwell and when they checked the patient's blood sugar, it was low. The patient's mother treated the patient by giving them 4 jelly babies. At the time of contact, the patient was doing fine and had returned to school. No additional patient or event information is available. Data was provided for evaluation. Data review confirmed the reported event of inaccurate cgm values. A root cause could not be determined via data.